Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage followed by an unexpected audio tone due to moisture damage at the electronic assembly. There was also moisture damage on the motor, battery tube, and vibrator assemblies. The off no power test could not occur due to the blank display. There were minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had a blank display. The customer changed the battery but the pump kept saying that the battery was dead. She changed the battery again and the pump then alarmed with a motor communication error. Troubleshooting was initiated for the alarm and the customer received an off no power alarm. The customer could not even rewind the pump due to the off no power. There was no damage to the battery cap. The pump was not dropped either. And there were no low battery alerts prior to the off no power alarm. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.